Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a history and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the time is incorrect on the status screen with the reservoir change. The customer was advised to disconnect and rewind the pump. The customer stated that he is not holding the act button until he gets the numbers. The customer was advised to monitor the pump.